Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that after predilatation was performed on the heavily tortuous; diffusely diseased svg to lad, resistance was felt trying to deliver the sds to the lesion. The proximal shaft separated, outside the patient, and was removed without any patient effects. Another attempt was made to cross with another xience v; however, this time, the proximal shaft kinked in about four places, so it was removed. The case was successfully completed with the placement of four xience v stents, (2) 2.5x15 mm and (2) 2.5x18mm. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Eval summary: quality assurance revealed that the stent delivery system (sds) was returned with blood on the hub, outer member, balloon, and stent implant. There was no contrast visible. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube and jacket was separated 4.3 and 10.3 cm distal to the strain relief tubing. The fractured faces of both separations were ovaled as if the hypotube was kinked prior to separating. The material was stretched at the separations. There were multiple kinks in the hypotube between the separations. There were chatter marks on the outer member 3.5 cm distal to the guide wire exit notch for a length of 1.2 cm. The outer and inner members were collapsed 4.5 cm distal to the guide wire exit notch for a length of 1.5 cm. There was no damage noted to the tip. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the outer diameters of the stent implant. The measurements met manufacturing criteria. Product performance engineering reviewed the incident information. The inability to cross a lesion can be affected by patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The xience v IFU states: safety and effectiveness of the xience v stent have not been established for subject populations with diffuse disease and lesions located in saphenous vein grafts. It is likely that the failure to cross is related to the circumstances of the procedure. Analysis noted blood on the hub, outer member, balloon, and stent implant. The undamaged stent implant was stationary on the tightly folded balloon between the markers. This is consistent with usage and suggests the balloon had not been inflated. It was confirmed that the hypotube and jacket were separated in two places. The fracture faces were oval shaped, as if kinked prior to separation, and the material was stretched, which suggests that the separation may be related to tensile overload (material stress/fatigue). This type of fracture is often attributed to ductile overload at a bend/kink. Also noted were multiple kinks in the hypotube, between the separations. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause separation. There were chatter marks on the outer member and the outer and inner members were distal to the guide wire exit notch. Damage on the distal shaft is a possible indication of excessive pushing of the proximal end of the sds while trying to cross the lesion or advancing against resistance. To help ensure this type of damage is not the result of manufacturing, all products are 100% visually inspected for kinks/damage and a sampling of product is destructively tested to verify lumen integrity. The hypotube separations and other shaft damage noted likely occurred as a result of the procedural attempt to cross the lesion, as no damage was reported as being noted during the inspection prior to use. The failure to advance and shaft damage appear to be related to the operational context of the procedure. This MDR is considered closed by the product performance group.